Event description:
Sara plus lifter was being used to get resident up out of wheelchair. The lift was performed without a sling and/or the safety belt. The resident had let go of lift and fell onto the wheel chair. Resident suffered a fractured femur and fractured left and right humerus.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. ((B)(4)) on behalf of the manufacturer arjohuntleigh (B)(4). MFR complaint number: (B)(4). The on-site evaluation of the device has been carried out by an arjohuntleigh diligent clinical consult, who is a representative of the manufacturer's sales and service unit subsidiary division, and not a direct employee of the MFR. It was reported that the device was in good condition: "device is brand new - complete examination of the lift was performed, lift functions as designed and to arjo spec - no damage." There was no need to request product return. According to complaint description: 'sara plus lifter was being used to get resident up out of wheelchair. The lift was performed without a sling and/or the safety belt. The resident had let go of lift and fell onto the wheelchair. Resident suffered a fractured femur and fractured left and right humerus.' Based upon the course of event reported, the initial cause of complaint is a result of misuse. The device history record (DHR) shows that appropriate instruction for use (IFU) (kkx52180m-en.issue2) was on the lift. The IFU states that: 'sara plus is intended to be used with specifically designed arjo slings'. DHR record shows that the sara plus s/n (B)(4) was ordered without accessories (ex. Slings). Additional info provided by arjohuntleigh confirmed that this customer ordered and was supplied with slings. The IFU and slings were sent with the lift, however, the facility employees had not been trained on the use of the lift which was only delivered to the customer a week prior to this event occurrence. The combination of pt's weakened state and the failure to use the sling used resulted in the reported event occurrence. It is concluded that the complaint was a result of the user error - not following the instructions for use. It is recommended that the facility advise all related staff to re-read or be re-trained from the instruction for use and for the future, that a training system is in place before a new device is placed in service.